Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and intermittent loss of capture. Sensing and pacing impedance measurements had also decreased but were not out of range. The patient was not pacer dependent and no asystole was reported. It was confirmed that the lead was dislodged through x-ray. Hence, a revision procedure was performed wherein the lead was surgically abandoned as the physician was unable to reposition the lead. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.